Event description:
It was reported that a spectrum iq infusion pump alarmed constant downstream occlusion during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "constant downstream occlusion" was not reproduced. Evaluation sent device for downstream occlusion testing with passing results. A review of the event history log revealed "downstream occlusion!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the downstream sensor calibration values to be slightly out of specification. The force sensor no tube and force sensor scale factor required to be calibrated to address this issue. Should additional relevant information become available, a supplemental report will be submitted.